Event description:
It was reported that the pump housing and usb port were damaged, affecting the customer¿s ability to charge the pump, which led to a shutdown. There was no adverse impact on the customer¿s blood glucose level. The customer was informed by technical support that a replacement pump would be sent, which includes updated software. The customer was also instructed on how to store and return the damaged pump and agreed to the procedures outlined by the support team.